Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 217115895, was returned and analyzed. Visual inspection of the mapping catheter showed the device was kinked at 0.57 inches from the tip. The kink was located in the loop section. Mechanical verification of steering functioned normal. In conclusion, the mapping catheter failed the returned product inspection due to the kink in the loop. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.